Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. The root cause is attributed to use error through off axis impact. Complaints will be monitored under sep 419 post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
We received 2 impacted products in (B)(4). Received on november 12, 2019. The metal end of the handle broke off.